Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. The customer experienced an elevated blood glucose (bg) level; bg values were described as "high" but specific values were not provided. Customer administrated a manual injection to address elevated bgs. Reportedly, the customer changed the cartridge and infusion set to address the issue. As the customer performed a supply change prior to contacting tandem technical support, no troubleshooting could be performed to determine a possible cause of the occlusion.